Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump was received without the original belt clip. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The back light functioned properly.

Event description:
It was reported that the customer's battery cap was constantly breaking and that the backlight of the insulin pump was not working properly. The customer could not hear the insulin pump's alerts and stated that the insulin pump was broke. The customer's blood glucose was 145 mg/dl. The customer stated that the down arrow key had to be pressed multiple times before it would activate the backlight. The customer mentioned that the insulin pump may have been exposed to moisture when left in the same bathroom while showering. The customer also had to use a large screwdriver to remove the battery cap because the coin would not work to open it. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.